Event description:
It was reported that the monopolar curved scissors instrument tips did not close during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the scissors did not fully close due to blade damage. As a result, blades did not cut through their entire length and failed a cut test. One blade edge had an indentation between the midpoint and tip that acted as a mechanical stop for the other blade when closing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the tube extension had pad printing removed. The tube extension exhibited a scratch mark at the tube extension and main tube interface. The scratch measured approximately .209 x .037 in length. The evidence was inconclusive, but the pad printing removed damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the pad printing removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.